Event description:
It was reported that during a kidney biopsy procedure the cannula would not close completely over the sample notch, which resulted in an inability to cut and remove the tissue sample. The gap was identified after use on the pt. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The investigation is currently underway.